Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose testing, one after the other, using different finger sticks and strips. Her results were 122, 119 and 93 mg/dl. She did not have any symptoms. A control test of 141 mg/dl was in range. On followup, the lifescan rep reviewed qc procedures and discussed meter/lab testing with the reporter.